Event description:
Rn administered heparin shot with 1ml vanish point tuberculin syringe. When rn retracted needle by pushing the plunger. The syringe broke into pieces, leaving the needle disconnected and exposed in the patient's bed. Rn grabbed the needle and pieces of the syringe immediately.